Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code1210. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed 'last error code 1210'. Functional testing was able to confirm the reported problem. It was determined that the anomaly in the microprocessor unit (mpu) board was the root cause. The mpu board was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.